Event description:
In 2004, a destination therapy pt was implanted with a vented electric left ventricular assist device (lvad). It was reported to the manufacturer, that the pt was at home when this event happened. The pt's spouse had come into the bedroom and found pt down and unresponsive. The white lead was disconnected, and the black lead was still connected. The pump stopped, and only a yellow wrench alarm showed. The spouse reconnected the white lead, and the pump restarted. After the spouse reconnected the white lead to pt spouse called ems. The pt was taken to the hospital by ambulance, and was still unresponsive. After arriving to the hospital the pt had a cat scan. The pt was on asa and coumadin. The vad coordinator ran a system check of her own. She disconnected the white lead, and then the black lead off the power base unit (pbu), when both leads were disconnected the pump had stopped. There was an audible alarm, but no red heart visual alarm. The vad coordinator contacted the manufacturer later that day, stating that they had changed out the system controller, and performed as a self test with no further issues. The vad coordinator also stated that there was a large amount of fluid in the percutaneous (perc) lead, due to the pt not hooking up the vent adapter to the shower kit properly. The vad coordinator downloaded waveforms, and sent them to the manufacturer for analysis. The manufacturer also asked the vad coordinator to get an x-ray of the perc lead. The pt remained in the hospital for a few days for observation with no further incident. Pt remains on lvad support while awaiting a heart transplant.